Event description:
A malfunction was reported on the customer's pump, there was no reported adverse impact to the customer¿s blood glucose level. Following the incident, the customer successfully reset the pump during the call, and the malfunction code did not recur. A replacement pump with updated software was sent to the customer due to two malfunctions recently reported. Customer may continue to use the pump.